Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented to the clinic a few months ago, stating that the device was no longer providing continence. The physician determined that the age of the device and minor erosion at the cuff site could have contributed to the incontinence. A surgical procedure was performed, during which all components were removed and replaced, and a new space was created for the cuff to reduce the risk of further erosion. The device did not exhibit any apparent issues or malfunctions. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number 72404127, serial number n/a, batch/lot number 0172858003, model/catalog description, unique identifier (UDI) # control pump fgs iz. Model number/catalog number 72400024, serial number n/a, batch/lot number 0171204004, model/catalog description balloon fgs 61-70 cm, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Tissue erosion/infection and tissue erosion, and recurrent incontinence and positional incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; erosion related symptoms and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of erosion and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.